Manufacturer narrative:
This report is being filed due to a larger incision being made to retrieve a broken suture anchor from the patient. The complaint device was not returned to stryker sustainability solutions (sss) for evaluation. It was confirmed by the user facility that the device involved in this event was discarded. It was not confirmed that the device involved in the event was a sss device. As the device was discarded a visual inspection of the device was unable to be conducted. If additional information becomes available regarding this event a supplemental report will be submitted. Device not returned for evaluation.

Event description:
It was reported that, "the suture anchor came off" during a procedure. A larger incision was made to retrieve the suture anchor from the patient. The case was completed successfully. There were no adverse consequences associated with this event.